Event description:
Dealer alleges the joystick will intermittently say good-bye and shut down.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.